Manufacturer narrative:
(B)(4).

Event description:
A report was received that during the patient's implant procedure, the patient's left leg was not responding immediately from the time the lead was implanted. The physician cancelled the procedure and pulled the leads out. The patient was sent to physical therapy for the left leg weakness. The physician did not suspected the event is device or procedure related. The physician believed that the cause of the symptoms were the narrowing of the thoracic spine. The patient was improving with left leg numbness.